Event description:
A customer reported to olympus, the evis lucera elite colonovideoscope angle was badly bent and insufficient angle. There was no report of user or patient harm associated with this event. During incoming inspection, the nozzle had foreign objects due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of insufficient angle was confirmed. Due to wear of angle wire, bending angle in up direction did not meet the standard value. In addition to evaluation in b5, due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The light guide lens had a crack. The light guide lens had discoloration. The plastic distal end cover had a scratch. Connecting tube had a scratch. The scope connector cover unit had a scratch. The scope connector had a scratch. The protector of universal cord on scope connector side had a scratch. The universal cord had a scratch. The image guide protector had a scratch. Flexibility adjustment ring had a scratch. Grip had a scratch. The scope cover had a scratch. The switch box had a scratch. Suction cylinder was shaved. Paint on suction cylinder was peeled. Paint on air/water cylinder was peeled. Lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. Control unit had discoloration. Control unit had a scratch. Reprocessing of subject device. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility does not know when foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in detergent solution. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It is unknown if the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿foreign material was in the nozzle¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. Additionally, it was unknown whether reprocessing was conducted in accordance with IFU. However, it was confirmed that there was no deformation of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.